Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. Reporting institution phone: (B)(6).

Event description:
It isn't alarming when it crosses a threshold. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer's site and confirmed the device passed visual, power and performance tests. Based on the information available and the testing conducted we were unable to replicate the reported issue. The system met specifications for the performed service and was returned to use. The device logs were reviewed for the event date provided and the patient information center ix reboot and other data is seen in the logs; however, no patient strips were provided, and no bed or equipment label was reported. Therefore, the root cause of the customer's allegation could not be confirmed.